Event description:
Caller states the patient was there for an MRI on the 16th and afterward the patient could not feel her legs so she was taken to the ICU and had surgery to remove a hematoma on the spine. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".